Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was other ill-defined and unspecified causes of mortality. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was other ill-defined and unspecified causes of mortality. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep.